Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed repeatedly for "helium leak" and the alarm could not be eliminated. As a result, a new set of intra-aortic balloon (iab) was used to complete treatment using the same insertion site. It was noted by the staff that leakage and blood was noted in the iab. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed repeatedly for "helium leak" and the alarm could not be eliminated. As a result, a new set of intra-aortic balloon (iab) was used to complete treatment using the same insertion site. It was noted by the staff that leakage and blood was noted in the iab. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in the helium pathway is confirmed. Numerous punctures to the bladder, consistent with contact from a sharp object, were found on the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.